Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the root cause could not be determined. One photograph of a catheter was returned for evaluation. An initial visual observation of the photograph showed a catheter shaft being held and was slightly bent to reveal a split. A circumferential split was observed in the catheter shaft in the returned photograph. No use residue could be seen on the sample. Although a split in the catheter shaft was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "the PICC was inserted (B)(6), 2023. No apparent recall of difficult insertion- 3cg confirmation. External 6 cm¿s. Rt basilic. Assumed may require tpa- dressing change assessed. Palpation of arm- noted possible ¿twisting or folding in vessel¿- untwisted- the PICC projected out approximately 2 cm and a split was noted horizontal at approximately 12 cm mark." No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the PICC was inserted (B)(6) 2023. No apparent recall of difficult insertion 3cg confirmation. External 6 cm¿s. Rt basilic. Assumed may require tpa- dressing change assessed. Palpation of arm- noted possible ¿twisting or folding in vessel¿- untwisted- the PICC projected out approximately 2 cm and a split was noted horizontal at approximately 12 cm mark." No other information was provided.